Event description:
The customer received a questionable crea creatinine jaffé method result for one patient sample. The initial result was 6.4 mg/dl and was reported outside the laboratory to the physician. The repeat result was 1.6 mg/dl. The customer repeated the sample on other analyzers and the results were 2.0 mg/dl and 1.8 mg/dl. The patient was not adversely affected. The reagent lot number was 111875663. The expiration date was requested but was not provided. The field service representative found a clogged blue tip nozzle and he replaced it. He confirmed the analyzer runs to specifications. The customer ran calibrations and qc and was satisfied with the results.